Manufacturer narrative:
Sample 1 was initially tested using the crp4 reagent lot number 813726 and repeated using the crp4 reagent lot number 831339. Sample 2 and sample 3 were initially tested and repeated using the crp4 reagent lot number 831339. The expiration dates for both crp reagent lot numbers were not provided. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) performed the following actions: decontaminated the sample probes and checked their adjustment. Replaced reagent probes and syringe seals as a proactive measure. Checked the water pressure and gear pump pressure. Performed instrument decontamination as a proactive measure. Adjusted the rinsing levels. Replaced the halogen lamp and reaction cells. Performed log analogue digital converter adjustment as a proactive measure. Replaced the degasser and the mixer. Cleaned the high-concentrated liquid valve. Adjusted the mixer. The fse also performed sample testing, calibration, and qc and the results were acceptable. The root cause was related to service and operator maintenance or component issues.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with crp4 assay on a cobas 8000 c702 module. Sample 1 (patient 1): initial result: 0.18 mg/l. Repeat result: 23.89 mg/l. The repeat result was deemed to be correct. Sample 2 and sample 3 were tested on (B)(6) 2025: sample 2 (patient 2): initial result: 0.42 mg/l. Repeat result: 0.2 mg/l. Sample 3 (patient 3): initial result: 0.32 mg/l. Repeat result: 0.2 mg/l.